Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the logs from the last procedure showed critical battery levels at the end of a procedure. An onsite inspection was scheduled for a later date. There was no patient present. During the onsite investigation, the chargerside and batteryside were measured at j7. Everything measured was within range. It was suspected that the probable cause was a weak/failing battery. The logs were investigated and it was found and/or assumed that the imaging system was used on the day prior to this reported incident for a very long time which could have resulted in the batteries becoming weak. The motion batteries were exchanged. A successful system checkout was performed which verified that the issue had been resolved. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the logs from the last procedure showed critical battery levels at the end of a procedure. An onsite inspection was scheduled for a later date. There was no patient present.